Manufacturer narrative:
Section a - no patient was involved. Section g4: here was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the heartmate power module (ppm) (s/n: (B)(6) was evaluated at the service depot following the reported event of the system monitor not working when the lower speed limit (lsl) was set below 8000 rotations per minute (rpm). The power module powered on as intended and was connected to a mock circulatory loop and ran for several days. The fixed speed and low speed parameters were changed several times without issue. The reported issue was not reproduced during evaluation. The power module underwent a functional check and passed all applicable tests. The unit was returned to the customer site ready for use. No log files were submitted for review. The reported event was unable to be correlated to an issue with the power module. Incidental finding: missing streamline battery end clip. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate 3 patient handbook and the heartmate 3 instructions for usecaution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the pump speed was set to the lower speed limit at 8000 rpm the system monitor would not work and it could not send information to the pump. If the speed was above 8000 rpm, the device operated as expected. The issue was observed when tested against two different monitors, so it was believed that there was an issue with the power module. It was also noted that one of the system monitor's touch screen did not respond.